Event description:
It was reported that the patient had inappropriate shocks due to oversensing of atrial fibrillation. The sensing vector was set to the secondary vector. Technical services advised some options. The clinic has now reprogrammed the sensing vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.